Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Medical review - reportedly, intraoperative lens removal was performed to address lens damage ("tore on insertion"). No reported incision enlargement or any other tissue damage. The report from the facility, dated on (B)(6) 2016, confirmed that there was no injury to the patient during removal of damaged lens. No sutures were placed. No reported postoperative sequelae. Conclusion: based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic : event problem and evaluation codes: method: (process evaluation): work order search, results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a large piece of the lens optic torn off and missing. Both haptics were torn. The lens was returned dry and there was evidence of clear surgical residue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tl toric single piece lens, 19.0 se/2.0 diopter, and the lens tore. The lens was removed with no patient injury, no sutures were required.